Event description:
It was reported the procedure was being performed on a (B)(6) male pt, in the operating room. During insertion into the pt's left subclavian, the clinician met resistance when withdrawing the spring wire guide. After removal from the vessel, it was noted the wire was separated. As a result, another cvc was inserted on the opposite site without complications. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.